Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, allegation on device was confirmed. Visual inspection found no anomalies. The battery discharge or coulomb count was consistent with excessive current on a low voltage supply. Furthermore, the device was found to have excessive current on a low voltage supply. The capacitor then underwent cap leakage testing which verified the excess power draw.

Event description:
It was reported that this pacemaker device had 3.5 years remaining on last check and then currently on less than three years. Boston scientific technical services (ts) walk field representative through sending interrogation. Moreover, the device has entered a high-power consumption state versus the expected power consumption. The device appeared to be malfunctioning and should consider replacing it within twenty-eight days and return it for detailed analysis. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device had 3.5 years remaining on last check and then currently on less than three years. Boston scientific technical services (ts) walk field representative through sending interrogation. Moreover, the device has entered a high-power consumption state versus the expected power consumption. The device appeared to be malfunctioning and should consider replacing it within twenty-eight days and return it for detailed analysis. This device was explanted. No additional adverse patient effects were reported.